Event description:
Clinicians were monitoring the heart rhythm of a pt in the cath lab. Via electrodes and the device caused excessive artifact on additional monitoring equipment also attached to the pt at the same time, the artifact would only occur while the device was plugged into an ac electrical outlet. No artifact was present if the device was operated strictly under battery power. The clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. The device was taken from service and tested at the customer's biomed facility and excessive artifact was displayed on a simulator.